Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator accessory was analyzed, and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument snake wrist broken to be related to the customer reported complaint. The instrument was found to have the distal tip missing from the snake wrist at the distal end. The distal tip was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure, the tip of the suction irrigator fell off inside the patient. The customer first noticed it was as dangling off the suction irrigator. They went to remove the instrument from the patient side cart (psc) and were not able to take it out. They pulled the tip off of the suction irrigator with another instrument intraoperatively. They put the tip of the suction irrigator in a bag and pulled it through the rectum. The customer did not find the tip of the suction irrigator and it is possible that the fragment is in the bag with the specimen. Once they got the bag out of the patient and looked inside the bag, they could not locate the tip. That's when they brought in the x-ray and no foreign body was found inside. The customer does not know if it fell on the floor or where it ended up. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.